Event description:
Caller reports lancet did not retract back into the safe t pro device. An employee had been accidentally stuck with the lancet after it was used on a patient. The employee was tested for hepatitis; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.